Event description:
Nursing identified primary IV piggy back sets hiemm#600555, lot #936065 had a cloudy residue in the drip chamber-_manufacturer, ICU medical, replied after 37 days of first notification from hospital -_residue has been identified as a non-organic compound and part of the polymer. Unknown why it is occurs infrequently in the sets, took three external lab analysis to identify residue. ICU medical has issue under review and is not issuing a recall on any lot or sku identified. Multiple list and lot numbers have been impacted by this issue. It is suspected but not proven that the sterilization effort may play a part in the development of residue. ICU medical visually checks 100% of their products post manufacturing. Manufacturer response for intravenous infusion tubing, (brand not provided) (per site reporter). Still under investigation- manufacturer stated they believe the residue is related to a byproduct in the polymer. Manufacturer advised hospital that it is safe to use tubing from same lot that doesn't appear cloudy. Hospital has pulled entire lot from shelf. Manufacturer also indicated that multiple lots may be affected. From manufacturer: to clarify our process this issue is still under investigation following our quality system. As more information is gathered and understood, we will follow our process to determine any appropriate actions in the market place. Unable to provide affected lot numbers as investigation under way and would be considered a market action and would be inappropriate to share information without completing or quality system process.